Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the power cord caught fire. A rotablator rotational atherectomy system console was selected for use. During the procedure, the plug of the power cord caught fire. The power cord was changed but it began to warm up, melt and smell like it was burnt. The power cord was replaced and the procedure was completed. There were no patient or user complications and the patient's status was okay post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The console was tested with a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 64 krpm; the rotational speed in turbine mode was 215 krpm. The turbine speed was set and maintained to 170 krpm; however, when dropping from 215 to 170 krpm, the progress was not linear, suggesting an issue with the proportional valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. Bsc ID:: (B)(4).

Event description:
It was reported that the power cord caught fire. A rotablator rotational atherectomy system console was selected for use. During the procedure, the plug of the power cord caught fire. The power cord was changed but it began to warm up, melt and smell like it was burnt. The power cord was replaced and the procedure was completed. There were no patient or user complications and the patient's status was okay post-procedure.